Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had recurring insulin flow block alarm. The blood glucose level was 346 mg/dl at the time of incident. Troubleshooting was declined by the customer for insulin flow block alarm. The insulin pump will be returned for analysis.